Event description:
It was reported that the patient's leads had moved from the thoracic area to the cervical area. She had a revision of the leads performed. Further information was requested.

Manufacturer narrative:
(B) (4).